Event description:
The customer found that the glidescope gvl 4 video laryngoscope (reusable) housing had chipped off at the tip of the device. There was no harm to a patient.

Manufacturer narrative:
A verathon representative has contacted the customer to arrange for the glidescope return/replacement. An evaluation will be conducted once the device is received.